Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was emitting tones. Upon interrogation, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the device had multiple shocks recorded. It was believed that the fault code 1003 was a false positive due to the high number of shocks. The device was subsequently replaced. Premature battery depletion was alleged, and it was indicated that the patient received inappropriate shocks, which led to therapy exhaustion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. It was believed that the fault code was a false positive due to the high number of shocks.